Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter whilst being used during the operation, the device malfunctioned. As a result part of the jaw became detached from the device into the patients abdomen. No patient harm.

Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off. The broken tip was returned with the device. The reported condition was confirmed. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the waveguide was excessively torqued to the side during use causing it to come in contact with the moving jaw of the device while it was being activated. This contact caused the waveguide to crack and eventually break off. The investigation identified the root cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip an d metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) notes that device users should visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. Manufacturing non-conformance were reviewed with no entries pertinent to the customer's report noted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being used during a laparoscopic defenestration procedure for a liver cyst, the device made some beeping noises and the red light flashed on the indicator. Part of the jaw became detached from the device into the patients abdomen near the liver. It was retrieved without any injury to the patient.